Event description:
Excelsior brand normal saline 10 ml flush left bad taste in pt's mouth. Pt states it triggered gag reflex and caused her to vomit on several occasions. Dose or amount: 10 ml, frequency: ud, route: IV. Dates of use: (B)(6) 2018. Diagnosis or reason for use: cvc maintenance. Event abated after use stopped or dose reduced? Yes; event reappeared after reintroduction? Doesn't apply. (B)(4).